Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) will not boot up after the unit lost power due to the hospital having power issues. The cns shows the initial splash screen and stays there. Nihon kohden technical support (tech support) had them remove the drive originally in the primary drive and boot up with just the backup drive. The cns booted up and is functioning. They will need to order new drives for this unit. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) will not boot up after the unit lost power due to the hospital having power issues. The cns shows the initial splash screen and stays there. Nihon kohden technical support (tech support) had them remove the drive originally in the primary drive and boot up with just the backup drive. The cns booted up and is functioning. They will need to order new drives for this unit. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) would not boot up after the unit lost power due to power issues at the hospital. The cns was stuck at the initial splash screen. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) would not boot up after the unit lost power due to power issues at the hospital. The cns was stuck at the initial splash screen. Nihon kohden technical support (nk ts) had them remove the drive in the primary slot then boot up with just the backup drive, which resolved the issue. No patient harm or injury was reported. Investigation summary: the root cause of the cns shutdown is undetermined. Spontaneous shutdown or spontaneous reboot events are triggered by either a power loss or a hardware failure. When the cns experiences a power loss, it can be caused by a variety of events. These events include power outages, generator tests, uninterruptable power supply (failure), power outlet failure. These are environmental factors that impact device functionality. Hardware failure that may result in spontaneous shutdown or reboot includes power cord failure, hard drive failure, and various other essential components of a computer system such as the cooling fan, internal power supply, motherboard, cpu, memory, etc. Most commonly, hard drive failures will result in spontaneous shutdown or reboot of the device. Causes of hard drive failures include normal hard drive failure or failure resulting from frequent power loss, inappropriate shutdown/reboot procedure. The operator manual outlines specific steps to perform a device shutdown or reboot. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, the user is prompted with a message on the bottom right of the cns screen to check hard drive status once usage has reached 20,000 hours. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.